Manufacturer narrative:
Date sent to the FDA: 11/2/2021. The device history records reviewed, and no issue found. The following information was requested, but unavailable: name and/or indication of index surgery (B)(6) 2021? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If yes, please specify. Other relevant patient comorbidities/concomitant medications? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event (1 day post-op erythema, inflammation without fever)? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name and/or indication of index surgery (B)(6) 2021. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If yes, please specify. Other relevant patient comorbidities/concomitant medications? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event (1 day post-op erythema, inflammation without fever)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the next day after the wound was sutured, the patient suffered from erythema and inflammation at the wound without fever. The suture was immediately removed and replaced another suture to sew. The symptoms disappeared 1 day later. Additional information has been requested.